Event description:
The MFR received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.